Manufacturer narrative:
The t:slim user guide states: check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock became disconnected. The customer reported a blood glucose (bg) level above 200 (mg/dl); however, a specific bg value was not provided. A bolus was delivered to address bg levels. It was recommended that the customer check the luer lock to ensure it is straight and secure in the future.